Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the pump powered on to a faded and discolored display screen. The pump contrast was set to its maximum setting without resolving the issue. Unrelated to the complaint, the battery compartment was observed to be cracked from the finger pad to the case seal. The compartment was examined and confirmed no evidence of moisture. There were no issues with power loss during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.